Event description:
It ws reported that the right ventricular lead dislodged and exhibited high thresholds. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.